Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened, and the patient was transferred to another device to complete the procedure. A philips field service engineer (fse) subsequently visited the site to and confirmed system failed to expose. Upon troubleshooting, it was found that the x-ray tube low load protection was activated. Fse checked the cooling unit and found that it was defective. To resolve the problem, fse replaced the cooling unit and return the part for further analysis, but no failure found. After the repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.